Manufacturer narrative:
Evaluation summary: it is unknown how many times these implants have been transported. This event is likely due to transit damage from the nearly 4-5 years in the field. However, a definitive cause for the experience observed cannot be determined with certainty. Evaluation: the cartons have severe damage to the security label end of the carton. The zmr stems have broken through the poly bag and both plastic cavities. The poly bag around the implants is shredded and torn. The device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the stem had broken through both plastic containers. Another stem was opened and it to had broken through the plastic containers. A longer stem was opened and implanted.